Event description:
The customer reported that on (B)(6) 2011, while trouble shooting a sump pump error on the unicel dxc 800 synchron system, they observed a spark in the waste to exit waste transfer valve area. After this occurred, the customer powered down the unit and contacted beckman coulter inc for service. There was no death or serious injury associated or attributable to this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011. The field service engineer (fse) replaced a broken quick disconnect sump fitting, the v22 valve and the v26 valve. The fse did not see any direct evidence of an electrical malfunction on the isolation valve or in the general area of this valve. Although the instrument was repaired prior to returning it into service, a definitive root cause for this event has not been determined to date.